Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor screen flickers repeatedly.

Event description:
It was reported that the monitor screen flickers repeatedly.

Manufacturer narrative:
Alleged failure: the monitor screen flickers repeatedly. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The cable has been upgraded to contain this issue in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.